Event description:
See initial report

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use. It is still unclear if the instruction related to maintenance and cleaning of water circuit are followed by the center. In addition, preliminary laboratory test results have been shared with livanova revealing acid fast bacilli positive culture, in detail presumptive mycobacterium lentiflavum could be isolated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
H.10: complaints database analysis revealed that no previous device contamination complaints have been reported by this hospital. The serial number of device was not provided despite requested and remains unknown. However, the devices currently in use at the customer facility are (B)(6). Therefore, it is likely that the device involved could be one of these four units. No additional information is available on this specific case and the root cause could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the serial number of the device has been provided and has been added to the dedicated d.4 section as well as UDI code. Manufacturing date of device has been added accordingly to the dedicated h.4 section. Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of five (5) feet from the surgery field. The device is stored full of water, hydrogen peroxide level is checked daily and a pall filter is used for tap water. Device surfaces are cleaned as per device IFU and water circuit cleaned after each use. In addition, it was learned that the customer uses re-usable heating blankets which are a potential source of contamination. As per device instruction for use, only the usage of single-use blankets is allowed. Based on the collected information, the most likely root cause of the reported contamination is traceable to the usage of re-usable blankets.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report of device contamination. The type of bacteria is still unknown. No patient involvement reported.